Manufacturer narrative:
Pr (B)(4) - follow up MDR for correction. After the submission of the initial MDR, it was determined that this complaint was a duplicate of pr (B)(4). No further action will be taken.

Event description:
Customer responded: I already received pr (B)(6) to return 1 box of item #305106, lot# 3083952. This pr was opened to a follow up from the customer and is a duplicate.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a140901 - complete blockage. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Material#: 305106. Batch#: 3083952. It was reported by the customer that needles are clogged. Verbatim: rcc received a complaint via email. Email(s) attached. Needles are clogged. Po# (B)(6). Lot# 3083952 . Vendor item# 305106. Item description# needle disposable. Comments on 28/nov/2023. I already received (B)(4) to return 1 box of item #305106 , lot# 3083952. What I still need is a return label for item # 328468, lot # 3023496-reason, (plunger too hard to use) please see attached sheet.